Manufacturer narrative:
Additional information provided in b.5, d.4 and d.11.

Event description:
It was reported that the nurse attached the blood tubing set to the proximal needle-free valve with the mesa medication line attached to the distal port. The patient was to receive blood transfusions between the mesa infusions. When the blood transfusion was initiated, the mesa tubing set as removed and the cap was tightened. Everything looked good according to the nurse. When the nurse returned to the patient's room, it was noted that the patients shirt was covered with blood and blood was leaking from connection of blood tubing set and the needle-free connector. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Patient was a adult

Event description:
It was reported when the nurse attached blood tubing to proximal (mesa medication was attached to the distal). Patient received blood between mesa infusions. When blood was initiated, mesa line was taken down and the cap was tightened. Everything looked good according to the nurse. When she came back into the room, the patients shirt was covered with blood and blood was leaking from connection of blood tubing and connector. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to patient.